Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that an error (e33) occurred and the there was snow-like noise in the endoscopic image during preparation for use. The customer reconnected some endoscopes to the device and tested. Then, the device made an explosion sound and smoke came out of the device. After this event, olympus inspected the device at the service department of olympus (B)(6). And found that the device power and endoscopic image were intermittent. Reportedly, the output connector was worn and torn. There was no report of patient injury associated with this event.

Event description:
Although the exact error code is unknown, olympus medical systems corp. (Omsc) assumed that the error code which the user facility experienced was error 300 or above based on the available information.

Manufacturer narrative:
Correction: it was stated in the initial report that olympus was informed from the user that e33 error occurred. Although the exact error code is unknown, omsc assumed that the error code which the user facility experienced was error 300 or above based on the available information. The item b5 (event description) is being corrected. Narrative: the subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Occurrences of the error code and image anomaly were not reproduced, and the exact causes of them could not be conclusively determined. However, there is a possibility that these phenomena were attributed to a temporary communication error between the subject device and the endoscope due to inappropriate electrical connection, or a contact failure due to the connector wear. The exact causes of the explosion sound and smoke could not be conclusively determined. However, there is a possibility that these phenomena were attributed to a temporary failure to restart the devices.